Manufacturer narrative:
The exact date of the event is unknown. The provided event date (B)(6) 2018 was chosen as a best estimate based on the date that the manufacturer became aware of the event. Model number/catalog number: sc-8116-70, serial number: (B)(4), batch/lot number: 21612166, model/catalog description: artisan surgical lead, 70cm. Model number/catalog number: sc-3138-35, serial number: (B)(4), batch/lot number: a07587 / a07564, model/catalog description: lead extension kit 35cm. The explanted devices were not returned to bsn. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices were found to be satisfactory.

Event description:
A report was received that the patient had an infection. The patient underwent an explant procedure. No further information could be obtained.